Event description:
There was an allegation of questionable alb2 albumin gen.2, crep2 creatinine plus ver.2, and gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 6000 c501 module. The initial albumin result was 2.3 g/dl, the initial creatinine result was 0.7 mg/dl, and the initial glucose result was 60 mg/dl. The repeat albumin result was 3.3 g/dl, the repeat creatinine result was 0.9 mg/dl, and the repeat glucose result was 80 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found that the sample probe was dirty and replaced it. The root cause of the event was found to be consistent with insufficient operator maintenance.